Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high blood glucose. The paramedics were called to treat high blood glucose reading of 532 mg/dl. Customer experienced dehydration and vomiting. Diagnosed with diabetic ketoacidosis. Nothing further reported.